Event description:
On (B)(6) 2012, the lay user/patient's son (reporter) contacted lifescan (lfs) greece alleging that his mother's onetouch ultra meter was reading inaccurately high compared to another device. The complaint was classified based on additional information obtained from the reporter during a follow-up call by a customer service representative (csr). The patient tests twice a day and manages her diabetes with an unknown type of insulin (twice a day; morning and afternoon) based on her blood glucose reading. The patient's normal blood glucose range is between "170-250mg/dl." On the morning of (B)(6) 2012 the patient reportedly obtained blood glucose readings of "260mg/dl" with the subject meter and "160mg/dl" with the bayer meter, performed within 30 minutes of each other (date unknown). In response to the reported meter readings, the reporter indicated the patient continued with her usual dose of insulin; however, it is not clear, which of the two meters is the patient's primary meter and it is not clear which reading the patient based her insulin regimen against. As a result of the alleged issue, the reporter confirmed and clarified the patient developed symptoms of fatigue and excessive sweating an hour later. The reporter confirmed he offered his mother a spoonful of honey and orange juice as treatment and clarified her symptoms abated 5 minutes later. At an unknown time later (after receiving treatment) the reporter indicated the patient obtained a blood glucose reading of "130mg/dl" with the subject meter. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly may have developed symptoms suggestive of a serious injury after the alleged meter issue began.